Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen is not responsive. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was reported that the touchscreen was recently replaced for not responding in the bottom portion (captured in a separate complaint record) which resolved the issue. The electronic signal path was reviewed per the manual. The customer is going to swap in a known good user interface (ui) assembly for troubleshooting and will call back with results. If the problem remains, it was suggested that the power management printed circuit board assembly (pcba) or cpu printed circuit board assembly (pcba) be replaced. If the problem is resolved, it was suggested to replace the touchscreen or the ui pcba.

Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.